Manufacturer narrative:
An event regarding revision for unspecified reasons involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision surgery, product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Additional devices listed in this event: catalog: 623-00-36f, trident 0° x3 insert 36mm ID, lot: nt4t97. Catalog: 6570-0-236, delta v-40 ceramic head 36/+5, lot: 58056801. It cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. If additional information is received, it will be reported in a follow up report. Not returned to the manufacturer.

Event description:
It was reported that patient's left hip was revised. Patient complaints, pre-revision occurrences or diagnoses, intra-operative findings were not reported to the rep. A shell, liner and head were revised to a competitor shell and liner with a stryker head.